Event description:
Medtronic received information that prior to use of an autolog iq instrument and autolog wash kit, it was reported that the instrument was leaking fluid through the bottom and it would not power on. The centrifuge was flooded with liquid, but it dried overnight. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that after inspection no visual, audible, or performance abnormalities were found. It was stated that the customer mentioned that the centrifugal bowl was leaking during set up. No warning or error messages appeared during inspection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.